Manufacturer narrative:
The initial medical device report was submitted (2017865-2013-00421). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that rapid battery depletion was observed. The patient received a notifier that the device had reached elective replacement indicator. Four days later the patient received a notifier that the device reached end of service. The device was explanted and replaced.